Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to register her bio ID because the system not accepting user ah password. The technical support specialist advised customer to login to es server enterprise and login into station to set the bio ID to resolve the issue. The system functioned as intended after technical support specialist the investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system user was unable to login. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.